Manufacturer narrative:
The instructions for use (IFU) for the reported product model were reviewed and confirmed to include low intraocular pressure (hypotony), shallow anterior chamber, and choroidal effusion as known complications and adverse reactions. No device information was provided; therefore, a review of the device history record could not be performed. Products are manufactured, tested, and released per validated new world medical procedures and specifications. As the device was not returned for evaluation, the reported issue could not be confirmed.

Event description:
Dr. (B)(6) reported that patient pressure went down to 6mmhg when ligation opened. Very shallow and choroidal's stop all meds and fine now (feels more pharma) 2nd patients very similar but had a lot of chorodial's. 2 cp 250.